Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the telescope assembly as well as one in the sheath assembly. Returned with a guidewire stuck in the distal tip. No other visual damages were encountered upon visual inspection. Upon microscope inspection, the guidewire exit port was torn and the distal tip was damaged. The telescope assembly was able to properly pull back, advance and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter.

Event description:
It was reported that catheter entanglement occurred. The target lesion was located in a heavily calcified mid left anterior descending artery. During insertion the catheter was tangled on the wire. The procedure was completed with a stent to the lad. No patient complications were reported.

Event description:
It was reported that catheter entanglement occurred. The target lesion was located in a heavily calcified mid left anterior descending artery. During insertion the catheter was tangled on the wire. The procedure was completed with a stent to the lad. No patient complications were reported.